Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; battery wires were pinched and the wire exposed. Analysis also found the display wire insulation was pinched (wire insulation not compromised). Four case screws were contaminated. (B)(4).

Event description:
It was reported the device failed out of box with an error and a nonrecoverable message that displayed during checkout tests (rapid atrial pacing). Batteries were changed and another error displayed during boot up. It was noted the device was still pacing (green light emitting diodes blinking) but menus were not available.the device was returned for repair. There was no patient involvement.